Event description:
Boston scientific received information that the patient implanted with this product developed a hematoma. Additionally the patient is being monitored due to a possible infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this product remains implanted. Should additional information become available this report will be updated.